Event description:
It was reported that the guidewire was stuck. A sentinel cerebral protection system was placed. The proximal filter was successfully deployed, but the distal filter was unable to be deployed as the 0.014 choice guidewire was unable to be retracted into the sentinel device. The sentinel device and guidewire were removed from the body. Upon removal, the proximal end of the choice guidewire was noted to be bent. A new right radial sheath was placed over a new choice guidewire and a second sentinel cerebral protection system was deployed without difficulty.